Manufacturer narrative:
Evaluation summary: the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568-53 lead, implanted: (B)(6) 2003; t50523h tissue valve, implanted: (B)(6) 2002.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about one week post-implant of a new device, while the system was being routinely checked, a possible lead issue was noted. Ultimately, insulation damage was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.